Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Surgical notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is against hospital policy to return the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign: (B)(6).

Event description:
It was reported that after completing proximal tibial resection, while removing pin with multi pin puller the distal head of pin fractured. Surgeon decided it would be best for patient to leave the fractured distal tip in the patient. No additional patient consequences were reported. Attempts have been made and no further information has been provided.